Event description:
It was reported that during implantation of an intraocular lens (iol), the surgeon noticed a small scratch looking like a deformation in the posterior surface of the lens as the iol unfolded. Account indicated that the scratch was parallel to the haptic junctions but closer to optic edge rather than the optic axel on the right side of the lens. Surgeon was able to partially clean the scratch with a sinskey hook instrument. Account provided that the directions for use (dfu) were followed, the ophthalmic viscoelastic device (ovd) in use was discovisc, and that the iol was placed without any issues. The patient's daily activities are not significantly affected. The doctor indicated that monitoring the patient is not necessary and no explant is being planned. No further information was provided.

Manufacturer narrative:
Unknown/ not provided. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: n/a, device remains implanted. Telephone number:(B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to (B)(6) inc. Has been submitted.